Event description:
The fixation screw of solar humeral component can't fully screw in. Surgeon asked an investigation report.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.